Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving adjust belt or check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon evaluation, the electrode belt failed therapy electrode recognition testing. The cause for the failure was isolated to an intermittently open pulse wire in the cable connecting ECG a to the front therapy electrode. There was no sign of external damage to the cable. The root cause for the intermittent pulse wire could not be positively identified. No adverse event resulted from the intermittent pulse wire. The patient received a replacement electrode belt.